Manufacturer narrative:
The tip-up fenestrated grasper has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.331¿ x 0.420¿ was not returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken grip. The broken distal end was not returned. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the shaft end of the tip-up fenestrated grasper instrument was found shattered. There was no patient involvement.